Event description:
Customer reported the system will not send images to pacs and the on/off switch intermittently does not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the on/off switch and external interface board. System operates as intended. (B) (4)